Event description:
It was reported while using an unspecified bd insulin syringe the plunger rods were difficult to move. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, the plunger rod was hard to move on 5 syringes.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Hdevice manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd insulin syringe the plunger rods were difficult to move. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, the plunger rod was hard to move on 5 syringes.

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.